Event description:
The low reservoir alarm date was (B)(6) 2010. The pt did not hear the alarm. The pt was not scheduled for a refill until (B)(6) 2010. The pt experienced withdrawal. The pt took oral baclofen since the pt was overdue for a refill. On (B)(6) 2010, the hcp decreased dose of pump medication 25% since he was only able to remove 0.1 ml from the reservoir prior to refill. On (B)(6) 2010, the medication was decreased 10%; (B)(6) 2010, the medication was decreased 15%; (B)(6) 2010, the medication was decreased 5%; (B)(6) 2010, the medication was decreased 5%. On (B)(6) 2010, hcp increased the dose 5%. On (B)(6) 2010, the pt's dose was 58 mcg/day of baclofen. On (B)(6) 2010, the pt reported an alarm was not heard but confirmed by telemetry. The alarm was due to zero ml volume reached. The pt experienced a return of stiffness/soreness, "restless leg syndrome," pruritus, and felt "really warm almost like hot flashes." The pt also experienced overdose symptoms: "too loose." The pt could not stand or walk. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).